Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4); mw5077532; recvd: 11jun2018.

Event description:
An hhs/FDA sus voluntary event report (reference mw5077532) was received 11jun2018 which reported the following: a gunther tulip filter placed in suprarenal position due to pregnancy, was scheduled for retrieval on (B)(6) 2018. During the procedure, the complaint device was found to have fractured in 5 pieces altogether and migrated in the patient's anatomy. Reportedly, there was no prior manipulation; this was spontaneous. One small wire migrated to the left lower lobe (lll) pulmonary artery. There was no attempt made to retrieve it on the procedure date. Two small wire fragments found retained locally in the inferior vena cava (ivc) wall were removed with forceps. One filter leg had migrated to right pelvis but was not removed as it did not appear to be intravascular (intraperitoneal). The remaining gunther tulip filter was removed with forceps. During follow up with the complainant, it was reported there had been a prior attempt at removal of the complaint device in 2006 which proved unsuccessful. Additional information surrounding this removal attempt is unknown to the complainant. Currently, there are no plans to remove the portion of the complaint device located in the patients pulmonary artery. Reportedly, removal was offered but the patient has not requested removal of the fragment. No information was provided regarding product lot or reference part number. No information was provided regarding patient relevant health history. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Additional information:b5: the physician reported the patient has elected to monitor the device fragment retained in the lung and not attempt removal. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to investigation findings.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, instructions for use (IFU), and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Attachment: [pr231191_hhs_FDA_sus_mw5077532_recvd 11jun2018.pdf].